Event description:
A report was received that a patient was explanted due to their battery site being inflamed, swollen, discolored, and a small ulcer was allowing the ipg to become visible. The physician did not suspect that it was an infection, but an allergic reaction due to the patient scratching at the implant site. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.